Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) states thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
It was reported that following a cardiac catheterization via the right common femoral artery (rcfa), a 6f angio-seal vip was selected for use. Four days later, the physician performed an interventional cardiac catheterization on the pt to address additional lesions in his left anterior descending (lad) and the right coronary artery. An angiogram revealed a thrombus and flap in the rcfa. The next day, the physician attempted to remove the thrombus with angiojet and treat the flap/lesion with cryotherapy via the lcfa. The procedure was unsuccessful and endartarterectomy, thrombectomy and vessel repair was required in the right common femoral artery. (B) (6).